Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the bios battery, but the system would not start up. He tested the voltage of the battery and found it to be within specifications. He the replaced the hard drive and the system was able to boot up, passing all testing. The unit operated to the manufacturer's specifications. The suspect parts were sent back to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a "disk boot failure, insert system disk and press enter" message. The system was rebooted three times, but the issue remained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed a disk boot failure on the lab use only central control monitor (ccm) when the customers hard drive assembly was installed. It was determined that the hard drive assembly was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.